Event description:
The device was used during a laparoscopic fundoplication procedure. Reportedly, the seal disengaged and the device leaked. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.